Event description:
Per dealer, unit is not alarming. Per independent repair center statement, alarm on unit will not function. The key failure was the power switch would not alarm. Other issues were that the valve operator was stuck and the hose clamp leaked.